Manufacturer narrative:
B5, h6 (additional). B5, h6 (additional).

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 29 mg/dl, a fall, and was disorientated. Reportedly, the control-iq algorithm increased the pump¿s basal rate and administered an automatic correction bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Cgm reading values were not provided. Additionally, customer delivered a manual correction bolus based on the inaccurate cgm value. Bg was treated with intravenous saline. Reportedly, the customer left the ER 1 hour later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump system.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 29 mg/dl. Reportedly, the control-iq algorithm increased the pump¿s basal rate and administered an automatic correction bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Cgm reading values were not provided. Additionally, customer delivered a manual correction bolus based on the inaccurate cgm value. Bg was treated with intravenous saline. Reportedly, the customer left the ER 1 hour later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump system.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.